Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as 6000089-2007-01286,01288. It was reported that 666 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Two days prior to the index procedure, the patient was admitted with chest pain. He denied nausea, vomiting, or diaphoresis. Initial cardiac enzymes were within normal limits. ECG showed sinus rhythm with nonspecific st-t-wave abnormalities. The index procedure treated three target lesions. Target lesion 1 (16 mm long) was identified in the distal segment of the svg to rca (saphenous vein graft to right coronary artery) with 80% stenosis and a 3.0 reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0x16 mm taxus express2 stent. There was not residual stenosis. Target lesion 2 (16 mm long) was identified in the mid segment of the svg to rca with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 3.5x16mm taxus express2 stent. There was no residual stenosis. Target lesion 3 (16 mm long) was identified in the svg to rca with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 3 was treated with direct placement of a 3.5x16 mm taxus express2 stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. It was noted that the patient would be brought back for staged interventions to the svg to om (obtuse marginal branch) and to the lad (left anterior descending artery). At 665 days post index procedure, the patient was readmitted with unstable angina. The history and physical notes the patient had stents placed in the svg to marginal in 2005, which was complicated by no reflow. The patient also had been experiencing some stable claudication symptoms with ambulation in both lower extremities. The history and physical also notes the patient has peripheral vascular disease with a history of stent placement in the left common iliac artery. Of note, the list of home medications included clopidogrel and aspirin at the time of admission. Cardiac enzymes were within normal limits and ECG showed sinus rhythm with nonspecific st-t wave abnormalities. An inferior/posterior infarct pattern was seen on previous ecgs. One day after admission, the svg to rca was treated with placement of a 3.5x16mm taxus express2 stent. There were no reported complications and the patient was discharged the next day on clopidogrel and aspirin. The investigator assessed the device causality of this tvr as "unrelated". In august, 2007, the clinical event committee assessed the device causality as "possibly".